Event description:
The hosp reported that during the saphenous vein harvesting procedure, the c-ring and the plastic washer tubing from vasoview 7 device detached inside the pt's leg. An add'l incision was made to retrieve the vein and the c-ring and washer tubing. No further pt complications were reported. The pt is reported to be doing fine post-op.

Manufacturer narrative:
The device has not yet been returned to guidant cardiac surgery for investigation. We will continue to pursue the device being returned to guidant for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.